Event description:
Information received indicates pump experienced error code 45.

Manufacturer narrative:
Error code 45 was found in the pump history log during servicing. New pump software was installed. Reference recall number z-1870-2011.